Manufacturer narrative:
H11: As the lot number for the device was provided, a review of the Device History Records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Event description:
On (b)(6) 2026, the patient underwent a dialysis catheter placement procedure using a GlidePath Hemodialysis Catheter. After some time, on (b)(6) 2026, it was noted that the GlidePath catheter was being expelled. The catheter cuffs appeared papery with no evidence of fibrosis. Subsequently, the catheter slipped on its own, spontaneously exited through the patient's skin, and was removed. There was no reported patient injury.